Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. They reported that the lack of symptoms control had not resolved. They were still needing to urinate every hour. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that they were at their doctor's appointment on tuesday (B)(6) 2019 and was told that neither the ins or handset were powered on. Patient said they were unaware of that as the case. Patient had a lack of symptom control. Patient said that at the appointment, the manufacturer representative (rep) told them that there was something that needed to be "transferred" from the (B)(6) handset to the patient's handset but that this hadn't been done. Patient didn't know what rep had meant so the reason for the call was to ask for rep's contact info. Assistance was offered during call. The handset connected with ins right away, and the ins was on. Patient said they could use more symptom control, so they increased stimulation to where they felt stimulation comfortably in bike seat area. No further complications were reported or anticipated.